Manufacturer narrative:
Per tandem t:slim cartridge user guide: "replace the cartridge every 48 hours if using humalog®" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels for the past few days (323-336 mg/dl). The customer stated they are unsure of the cause of the elevated bg levels. A bolus was delivered and supply changes were performed on (B)(6) 2017 and (B)(6) 2017 to address bg level. System check with tandem technical support indicated the pump was delivering insulin as intended. The customer stated they typically use the cartridge with humalog insulin for 3-4 days. In addition, the customer stated they have difficulty choosing insulin set sites due to having stretch marks. The customer stated they would contact their healthcare provider to discuss elevated bg levels and infusion set site placement.